Manufacturer narrative:
Eval summary: the product was not returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not mfg related. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Event description:
A clinical director reported following an intraocular lens (iol) implantation procedure, the pt experienced cloudy visual acuity, and scuff marks were noticed on the lens. The lens was removed and exchanged with another lens of the same model and power. Additional info has been requested.